Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a damaged cable. The device evaluation also found that the lock of the coupler was damaged. In addition to no image and the damaged lock coupler, the additional evaluation findings are as follows: the coupler could not be removed from the charged coupled device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing, the camera head had an image anomaly. The unspecified procedure was completed using the same device. The patient was not under anesthesia and no delay was reported to olympus. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation. Phenomenon 1 (no image) likely occurred due to communication failure caused by a cable failure. As for phenomenon 2 (the lock of the coupler was damaged), a probable cause could not be identified. The event can be detected/prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope". Olympus will continue to monitor field performance for this device.